Event description:
It was reported that the catheter stuck on the wire. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) and the femoral popliteal artery. The lesion was noted to be fairly long. A non-bsc filter system and a non-bsc guidewire were used. Early during the procedure, the catheter locked on and became stuck on the guidewire. The catheter and the guidewire were removed together as one. Rotaglide was not used in the procedure. The atherectomy was cancelled and another route was taken to complete the procedure. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. Device eval by manufacturer:returned product consisted of a jetstream xc-2.4 atherectomy catheter. No guidewire was in the device when returned. The device and the catheter shaft were analyzed for damage. Visual analysis showed a kink located 16.5cm from the tip. A .014 guidewire was inserted into the device. The guidewire transcended through the device with no hesitations or restrictions. Functionality testing was completed by connecting the device to the jetstream console. The device did function as designed. The damage on the catheter shaft is consistent with the device being pushed, pulled and torqued most likely through a tortuous anatomy, or a heavily calcified lesion. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the catheter stuck on the wire. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) and the femoral popliteal artery. The lesion was noted to be fairly long. A non-bsc filter system and a non-bsc guidewire were used. Early during the procedure, the catheter locked on and became stuck on the guidewire. The catheter and the guidewire were removed together as one. Rotaglide was not used in the procedure. The atherectomy was cancelled and another route was taken to complete the procedure. There were no patient complications.